Event description:
It was reported that the patient had a lead revision performed to attempt to increase coverage to the patient's right side. During the procedure, it was not possible to move or reposition the patient's lead due to the presence of scar tissue. The lead was not in the "appropriate location." The patient's device system was, then, explanted. There was no patient injury. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis on the implantable neurostimulator (ins) (model no. 37712, serial no. (B)(4)) revealed that the ins had no visible anomalies. The ins was recharged for analysis. There was good stable output on each electrode pair at patient's settings as well as every electrode referenced to the #0 electrode using the patient's lead configuration (5-6-5). No issues reported when pressing on the ins can. Output measured at the cut distal ends of lead legs. Final analysis on the lead (model no. 39565-65, serial no. (B)(4)) revealed no significant anomalies. The distal end was not returned. The body insulation on the lead was cut thru. However, the continuity was acceptable with no shorts reported.